Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/10/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a corkscrew anchor experienced re-dislocations leading to failure of fixation and foreign body reaction. The surgeon performed debridement and revision surgery as an additional treatment. The surgeon reported that the foreign body reactions are probably related to the corkscrew anchor. The femoral anchor pulled out one-year post-operation. The procedure was an mpfl reconstruction to repair patellar instability on (B)(6) 2022. No further information was provided.